Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, there were episodes of oversensing due to noise resulting in pacing inhibition on the right ventricular (rv) lead. Lead damage was suspected. The rv lead was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.